Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a one-link non-dehp microbore catheter extension set; further described as when the nurse was attempting to attach the tubing of the clearlink solution set to the hub of the j-loop, the connection would not stay attached. This issue was identified before the infusion began. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage, pressure testing and the sample was connected to a clearlink solution set; the results were satisfactory. Additional priming was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.